Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the gray bar status. However, analysis found the system current drain to be nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the device was interrogated one day prior to an implant procedure, the battery status bar was gray and the battery voltage was 2.97 volts. It was noted the device had not been stored in a cold area. The device was not used and there was no patient involvement.